Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/27/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 218, 206 and 160 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was in the hospital at the time of the call due to a heart condition and stated he compared the truetrack meter to the hospital meter and was getting a 100 point difference. Actual meter to meter comparison results were not provided. During call on (B)(6) 2019, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 12/21/2020 and test strips were opened recently and currently with customer in the hospital. The meter memory was reviewed for previous test result history (customer only has three results in the meter memory): result 1: 218mg/dl, (B)(6), 843p, fasting; result 2: 206mg/dl, (B)(6), 149p, fasting; result 3: 160mg/dl, (B)(6), 333p, fasting.